Event description:
Customer states the aviva test strip vial reports the expiration date as 12/31/2009. MFR reports the expiration date as 12/31/2007. No adverse event reported. Requested return of suspect device and replacement sent.